Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: the serial number should be (B)(6). The initial reported name and the telephone number should both be left blank. The facility name should be "olympus"). The user facility was inadvertently marked to the report source in the initial medwatch). The aware date should be 30-april-2024 in the initial medwatch. Added "reuse" to the device usage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the provided information, it could not be definitively determined what the foreign material in the nozzle was. There was no damage to the area where the foreign material was detected. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. A deviation from the instructions for use (IFU) was confirmed: the facility confirmed that they did not wipe or brush the air and water nozzle with a gauze, brush, or sponge. However, a definitive root cause could not be determined.  The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual eevis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera colonovideoscope had a leak from the connector on the light source side. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a scratch on the scope connector. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of standard due to wear of the angle wire. It was also observed that the lock engagement lever rotates concurrently due to damage on the up and down knob. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the scope connector was dirty due to water leakage caused by water invasion in the device. It was observed that the air and water cylinder had corrosion due to handling. Additionally, it was observed that the electrical connector had corrosion due to chemical stress. It was also observed that the control unit had discoloration due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector, up and down knob, lock engagement knob, lock engagement lever, plastic distal end cover, connecting tube, scope connecting cover, protector of the universal cord on the scope connector side, right and left knob, up and down knob, switch box, scope cover, universal cord and on the grip. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility confirmed they did not wipe or brush the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.